Manufacturer narrative:
Section b2, executive summary of the initial medwatch report indicates a customer contacted physio-control to report that their device logged an event code which can be indicative of a failure of the device to deliver defibrillation energy if needed. Section b2, executive summary of the initial medwatch report should indicate a third-party service agent contacted physio-control to report that their customer's device logged an event code which can be indicative of a failure of the device to deliver defibrillation energy, during repair. There was no patient use associated with the reported event. The third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. The device has not been returned to physio-control for evaluation. The customer was contacted numerous times for more details, but no response appears to be forthcoming for additional information. Based on the available information, cause of the reported issue was excessive (out of tolerance) resistance of the shock switch located on the main keypad assembly. When this occurs service event code a00b is logged by the device memory following a failure of the device to deliver defibrillation energy.

Event description:
A third-party service agent contacted physio-control to report that their customer's device logged an event code which can be indicative of a failure of the device to deliver defibrillation energy, during repair. There was no patient use associated with the reported event.

Event description:
A third-party service agent contacted physio-control to report that their customer's device logged an event code which can be indicative of a failure of the device to deliver defibrillation energy, during repair. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 model of the initial medwatch report was blank. Section d4 model of the initial medwatch report should indicate: 15.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device logged an event code which can be indicative of a failure of the device to deliver defibrillation energy if needed.